Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additionally, the right ventricular (rv) lead helix was unable to be retracted. Subsequently, the lead was surgically abandoned and scheduled for later extraction. There were no additional adverse patient effects reported.